Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: while trying to attach the pelvic array, the screw in the array broke off into the "degree of freedom clamp ". We opened another tray, and completed the case successfully. Tha case delayed 2 minutes. Device evaluation and results: visual inspection: visual inspection confirms missing 111462 wing screw. Dimensional inspection: dimensional inspection was not completed because visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed because visual inspection clearly shows the failure of the device. Material analysis: material analysis not performed. Device history review: a review of the device history records shows that 30 parts were received, inspected and rejected on npr (B)(4) on september 5, 2012. The failures were unrelated to the failure mode in this complaint. The parts were re-inspected and accepted september 27, 2012. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19030312 shows 1 additional complaints related to the failure in this investigation. Pr (B)(4)conclusions: alleged failure confirmed corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While trying to attach the pelvic array, the screw in the array broke off into the "degree of freedom clamp ". We opened another tray, and completed the case successfully. Tha case delayed 2 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While trying to attach the pelvic array, the screw in the array broke off into the "degree of freedom clamp ". We opened another tray, and completed the case successfully. Tha case delayed 2 minutes.